Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 304 mg/dl. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Suspected cause was due to the customer¿s personal profile requiring adjustments. The elevated bg was addressed by a correction bolus via the pump.